Event description:
In 2008 the sales rep reported that during a thoracolumbar procedure, after all the pedicle screws were in place, the surgeon implanted a medium speedlink connector at the superior and end of the construct, and proceeded to implant a larger connector onto the rod. After tightening down the two ends and the center with the torque wrench, the surgeon unlocked the cross connector and bent it to avoid the dura. When locking down the lateral locking cam, it fell off. The surgeon retrieved the cam and removed the link implanting another large cross connector in its place. When the surgeon implanted the new cross connector the locking cam started coming out of the cross link. The surgeon intervened by making a slight adjustment on the placement location and was able to piece the large connector. The surgery was extended by 10 minutes. There was no reported injury to the pt.

Manufacturer narrative:
Device was reimplanted after adjustment. Not available for return. Device remains implanted. Device manufacture date is unk. Lot number was not provided. Evaluation is pending.